Event description:
It was reported that prior to a case, it was noticed that the tip of the device protruded through the protector making a hole in the packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: upon visual inspection of the package, a hole in the film package was noted. The hole was confirmed using methylene blue. The red protective cap had been forced down over the tip making the tip protrude and causing the puncture in the film. The package shows excess wear and handling on the tyvek side as well as the film of the package. Nothing in the packaging process could result in this kind of wear and damage. A batch record review was performed and no anomalies were found during the manufacturing process.